Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4). The guide wire was returned for evaluation. The returned guide wire was fractured at approximately 1.5cm proximal to the solder designed to sit at 300mm proximal to the tip to fix the coils onto the core. Distal to the fracture end, a kink was found. Proximal to the fracture end, the core was curved. Microscopic observation of the fracture ends found both fracture ends were flat and there were acute bends adjacent to both sided of the fracture. Although the returned guide wire was separated into two pieces, the coil segment remained intact; measurement of the returned guide wire indicated that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress generated during wire manipulation or tortuosity of the vessel might cause the guide wire to form a loop. Tensile stress generated with wire removal then caused the loop to become smaller in diameter. As the loop diameter became smaller, the core wire was excessively twisted and eventually fractured. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi guide wire separated during thrombectomy to treat a severe stenosis in the left middle cerebral artery. The guide wire was advanced to the lesion with a balloon catheter when the two devices became stuck on one another. The balloon was still inflatable so that dilatation was performed. The stuck devices as well as the guide catheter as a unit were removed from the patient. The removed guide wire was found fractured at approximately 30cm from the tip. A new guide wire was replaced to resume the procedure. Thrombectomy was successfully accomplished. The patient was fine without problem after the procedure.